Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) reported that there is a known issue with contact 3 which is not in use as of (B)(6) 2016. It was stated that there are some elevated values with the case that are not new, with no known falls related. An out of regulation (oor) message was also seen on the patient programmer when the patient was adjusting settings. Prior to the oor stimulation was set at 2.9v to 2.7v then to 2.9v again. The implantable neurostimulator (ins) was checked afterwards showing the oor message. Therapy impedances were shown to be 2352 ohms, with the ins set at 1*2, 2.9v, 90pw, 185 rate, with the oor resolved by checking the ins with the clinician programmer. The ins was implanted at 3.13v and is now at 2.92v. The patient's indication for implant is parkinson's dual and movement disorders.